Event description:
It was reported during the surgery that the implant did not fit as expected; it was too thick and did not fit flush. The surgeon ended up burring down the implant and used it to complete the surgery.

Manufacturer narrative:
Updated: h4, h6. The implant did not fit correctly and bone was present in an area where a hole was supposed to be. As a result, the implant was thicker than expected. Surgeon burred the implant, and a surgical delay of 30 minutes was reported. The investigation found that the implant was correctly designed and the manufacturing analysis showed no deviations. Also, the implant does not intersect with any bone as shown in the design proposal. It is most likely that the defect has changed since the scan was taken and the implant did not adapt to the new anatomy. Over time a new bone has formed over the defect area. In conclusion, the peek was designed according and manufactured according to specification. No device problem could be found. H3 other text : implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report h3 other text : device implanted.

Event description:
It was reported during the surgery that the implant did not fit as expected; it was too thick and did not fit flush. The surgeon ended up burring down the implant and used it to complete the surgery.